Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture and failure to deploy the stent was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture and failure to deploy the stent appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during inflation of the 3.0x18mm alpine stent, the balloon was noted to have a hole. The stent delivery system (sds) with the stent still on the balloon was retracted from the patient anatomy and the procedure completed with a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.